Event description:
Procedure: percutaneous cryoablation of lung tumor. Pt had lung tumor measuring over 5cm. During the percutaneous tumor ablation procedure, physician punctured a blood vessel causing minor bleeding. Physician continued cryosurgical ablation of tumor and the next day the pt coded. The pt subsequently died in 2003.